Manufacturer narrative:
An investigation of the generator revealed the battery was not adequately secured in the battery holder during production by the supplier. Sharp movements in transporting the generator can cause battery movement causing the p16 error (time/date reset). The cpu board was reworked to correct the issue. This was an isolated incident. (B)(4).

Event description:
While preparing to perform an ablation procedure to treat barrett's esophagus, the device operator powered on the generator and got a p16 error code. The case was aborted.